Manufacturer narrative:
Conclusions: no conclusion can be drawn as the intraocular lens was not returned for evaluation. The injector and the cartridge were not returned for evaluation.

Event description:
The facility states that as the intraocular lens model aa4207vf was being implanted, the plunger shaft from injector model msi-tr did not release the trailing haptic of the lens and the lens became damaged. The surgeon removed the lens from the patient's eye without injury. A model mtc60c cartridge was used in this case and the lot numbers for the cartridge and injector were not specified.